Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported a low readings issue with the adc freestyle libre sensor. Customer reported, "my blood sugar, measured by multiple meter, is consistently 50 to 60 point higher than the libre claims." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.